Event description:
The technician found the bed in the facility bed shop with a note stating broken alarm. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician did a complete safety inspection on the bed and found the bed exit alarm functions as designed. No repair was needed the bed functions as designed. Based on this information, no further action is required.